Manufacturer narrative:
Initial reporter city - (B)(6).

Event description:
It was reported that the balloon ruptured. (B)(4). A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8 atmospheres within 5 seconds. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and patient was in good condition after the procedure.